Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device has resulted in increased occlusion alarms when running lipids (20 percent), mainly when the rate is higher than 1 ml/hr (but also less than 1). Drug library version used was nbi 4000 library v22 01.01.00006. They use the smith medical medex lipids filter mx448hfb. Device was connected to patient at the time of the event and is still in use. It is unknown if there was other patient, or clinician injury associated with this event.